Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during an interrogation it was noted the lead safety switch had tripped for another manufacturer's right ventricular (rv) lead changing it from bipolar to unipolar. The lead safety switch occurred due to high out of range pacing impedance measurements of greater than 2500 ohms. The high out of range impedance measurements were replicated in the clinic in both bipolar and unipolar configurations. A chest x-ray did not show any significant findings. Boston scientific technical services (ts) was contacted and suggested performing isometrics, however it was noted this was not possible due to the patient's condition. Further evaluation was discussed. The pacemaker and another manufacturer's rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The pacemaker was explanted for reported normal battery depletion over three years later and returned for analysis